Event description:
On (B)(6), 2012, this pt underwent endovascular repair of an abdominal aortic aneurysm. The pt had highly calcified femoral arteries. The surgeon performed a cutdown and accessed the superficial femoral artery and inserted a gore dryseal sheath. However, calcification prevented a good seal around the sheath. Therefore, the surgeon had to manually exert pressure around the sheath for external seal throughout the 2.5 hour procedure. The pt had blood loss and was transfused with four units of blood during the procedure. The gore excluder aaa endoprostheses were implanted successfully and the procedure concluded.